Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while suturing down the left ventricular (lv) lead, competitor guidewire removal was attempted and the competitor guidewire came back approximately half way and became stuck. The sutures were cut and it was attempted to remove the competitor guidewire, however, the guidewire could not be removed. Saline was applied down the lumed using a very small bore needle and there may have been some movement of the wire when removal was again attempted. The lv lead was cut in order to retain vascular access. A sheath was slid over the outside of the cut lead and the lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the distal conductor of the lead was obstructed due to a competitor stylet/ guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.